Event description:
Related manufacturer report number 2017865-2023-38606; 2017865-2023-38607it was reported that the patient presented in the emergency room and was transferred to a different center for evaluation. An infection was suppossedly discovered via a transesophageal echocardiogram (tee) done outside the hospital where vegetation was seen on the atrial lead. Blood cultures were taken and the patient tested positive for candida glabrata on (B)(6) 2023. A system extraction was attempted. A vegetation was observed on the right atrial (ra) lead which could not be extracted. A slight drop in blood pressure was observed while extracting the right ventricular (rv) lead. After the drop in blood pressure, the physician did not want to continue with extraction. A temporary pacemaker was placed. Blood cultures were repeated on (B)(6) 2023, a day after extraction and no growth was seen. The physician did not beleive the infection was related to the initial implant or abbott products and there was no erosion. A new replacement pacemaker was implanted on the right side on 07 aug 2023 with new ra and rv leads. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements.